Event description:
The complainant reported that a therapeutic radiofrequency ablation was performed on a patient (age and gender unknown) with a hepatic liver tumor, using a leveen needle electrode (catalog number and lot/batch number unknown). The complainant indicated that several days after the procedure (date of procedure unknown), the patient complained of a stomach ache. A laparotomy was then performed on the patient. This procedure found that the device had perforated the patient's diaphragm, and that the large intestine had come through the diaphragm. The physician reported that he thought that the patient injury was caused by a leveen needle electrode tine, and that it had been difficult to see the tine and distal tip of the cannula during the procedure. Attempts have been made to obtain additional event and patient information, no additional information has been able to be obtained regarding this event, including the patient treatment or the patient's current condition.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device has been discarded at the complaint facility; consequently, a physical evaluation will not be performed. We are unable to determine if the device met specification. A review of the device history record was not performed due to the lot number not being provided. A lot history search was not able to be performed, as the lot number of the device at issue was not provided by the customer. Neither a product history search nor a ship history was performed, also due to the device catalog number not being provided by the customer. From the event description supplied by the customer, it appears that there was no device failure during this event. The issue appears to be due to the placement of the device during the procedure, not the device functionality, although at this time, we are unable to definitively determine the relationship between the device and the cause for this event.